Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had EKG issues. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) found unit had a bad ECG trunk connector and socket. Replaced front end board(d670-00-1164) and ECG trunk lead(d012-00-1812-01). Found a missing ground pin on the power cord, replaced ac power cord reel(d012-00-1688-21). Found damage on rear panel and cart, not excessive but dent in case rear. Vacuum, helium and pressure lines seem intact and no leaks were found. After repair unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer. No patient harm.

Event description:
N/a.